Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 71 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During the 14fr introducer insertion process, the patient's iliac artery endured a dissection. A balloon tamponade was deployed and the patient's opposing femoral artery was used for insertion of new impella.